Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The patient experienced oozing from the pocket site. The patient was given oral antibiotics. The physician believed that the infection was procedure related. The patient was reportedly doing well following the procedure and the infection has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.